Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported, "sheath damaged." The device was not used on the patient.

Event description:
Customer reported "sheath damaged". The device was not used on the patient.

Manufacturer narrative:
(B)(4). The customer returned one, opened hemodialysis kit for analysis. The sheath/dilator assembly was analyzed as part of this complaint investigation. The sample was returned with the dilator inserted through the distal end of the sheath. Visual analysis revealed that the sheath had split prematurely at the proximal end, although the tabs were still intact. Microscopic examination confirmed this and revealed that the split was perfectly along the score line. Adhesive reside was observed along the molding seam of the valve hub. The length of the dilator/sheath assembly measured 8.50" which is within the specification limits of 8.49"-8.51" per the sheath/dilator assembly product drawing. The outer diameter of the dilator measured 0.210" which is within the specification limits of 0.209 - 0.211" per the sheath/dilator assembly product drawing. The sheath was peeled apart to functionally test. The sheath was able to tear along the score line with little to no difficulty. A manual tug test confirmed the returned sheath tabs were fully secured to the sheath body. Per r & d, merit medical provides this sheath with glue along the hub seam break-line. It appears that there was glue there, but the glued joint was somehow broken, and half of the sheath began to tear. Based on the observed damage, some form of mechanical force was inadvertently applied to the part which caused it to break and begin peeling down one side. This could have occurred at any time from when the product was received by teleflex from the supplier, packaged, shipped and delivered to the customer. It could not be determined when the damage occurred. Teleflex will continue to monitor and trend on complaints of this nature. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user: "carefully place 12 fr tissue dilator onto guidewire and advance to appropriate depth. A twisting motion may assist in advancing through tissue". "Carefully place 16 fr. Peel-away sheath/dilator onto guidewire and advance to appropriate depth." "Ensure that sheath and tissue dilator are locked together prior to insertion." "Slowly pull and split sheath out of vein a few centimeters at a time while maintaining catheter tip positioning." The customer report of a damage to the peel-away sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the proximal end of one of the score lines had split prematurely, although the tabs were still intact. Despite this, the sheath/dilator assembly met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Per r & d, merit medical provides this sheath with glue along the hub seam break-line. It appears that there was glue there, but the glued joint was somehow broken, and half of the sheath began to tear. Based on the observed damage, some form of mechanical force was inadvertently applied to the part which caused it to break and begin peeling down one side. This could have occurred at any time from when the product was received by teleflex from the supplier, packaged, shipped and delivered to the customer. It could not be determined when the damage occurred. Teleflex will continue to monitor and trend on complaints of this nature.